Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system could not enter the application interface normally. Upon troubleshooting, the fse found that the image processing pc (ip-pc) had no communication due to connection issues of network cable. The issue was solved after the ip-pc network cable was reinstalled (plugging and unplugging). After the functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.